Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose. Customer reported blood glucose level of 44 mg/dl and 49 mg/dl. Customer's current blood glucose level was 230 mg/dl. Customer had treated with food and glucose tablets. Trouble shooting was performed. Customer allege insulin pump was over delivering because, even though they had made changes blood glucose kept on going low. Customer did not show symptoms of low blood glucose. Customer was using the insulin pump system within 48 hours of reported event. Auto mode feature was active at the time of incident. The insulin pump will not be returned for analysis.